Event description:
The device was returned to medtronic neurosurgery without containing any info related to an alleged complaint or the identify of the source from which it was sent.

Manufacturer narrative:
The valve was patent. However, the device did not meet specifications for leak, siphon, reflux, pressure-flow, and preimplantation testing due to both the abundance of debris within the valve and a small tear at the top anterior portion of the reservoir. It is unk how or when this damage occurred. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and or/siphoning. Also, the instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.